Event description:
It was reported by a nurse, that the customer was hospitalized on 01/06/2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization over 500mg/dl. The customer also had high blood glucose levels over 700mg/dl and 690mg/dl. The customer was treated with insulin. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.